Event description:
Customer reported that the cartridge was not fitting properly on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support instructed the customer to remove an o-ring from the pneumatic tap and clean the area, which resolved the issue and allowed the customer to successfully resume insulin therapy.